Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via social media of having difficulties with insulin pump which caused 5 low blood glucose comas within the 2 years of being on insulin pump therapy. Customer was requesting to be on the continuous glucose monitoring system but the insurance would not pay for it and his healthcare professional did not want customer to return to manual injections. Two failed attempts were made to contact customer for more information.